Event description:
A malfunction was reported by a customer involving a device error referred to as 16-0x20e6. There was no adverse impact to the customer's blood glucose level. The distributor, dinno santé, has arranged for the device to be returned by march 30, 2026. The customer reverted to an alternate method of insulin therapy.